Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D9: device returned to MFR - correction - remove from initial MDR - product not received. D9: date device returned - correction - remove from initial MDR - product not received. H2 type of follow up: - correction. H6: correction - remove h6 codes 4118, 3233, and 11 from initial MDR - product not received - add correct h6 codes. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.